Event description:
It was reported to boston scientific corporation that a capio suture capturing device (exact type unknown) was used with a capio suture (size and type unknown) during a sacrospinous fixation procedure. The patient age was reported to be over 18 years. According to the complainant, during the procedure, the needle of the suture detached inside the sacrospinous ligament. The problem did not occur on the first throw of the device. An x-ray was done to locate the needle but it was not found inside the patient. The needle was found later during the procedure on the floor. It was reported that the problem occurred at the very end of the procedure so a new capio device or suture were not needed. The physician completed the procedure with this capio device with no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
The complainant reported that the device was not used past its expiration date. Reported event of "needle detached."